Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A tech reported following intraocular lens (iol) implant surgery that a pt had an unexpected postoperative outcome. The surgeon decided to implant a "piggy back" lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the primary iol.